Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in the loose fixture. The patient was advised to discontinue the use of sound processor and allow more time for osseointegration. The symptoms resolved, and the patient resumed use of the device.